Event description:
The customer reported via phone call that they received a motor error alarm during an infusion set change. Customer also reported receiving a button error alarm and that certain buttons were unresponsive on the insulin pump. Customer's blood glucose was 451 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. All buttons functioned properly; however, the insulin pump had moisture on keypad traces. No motor error alarm noted. The insulin pump passed displacement test and basic occlusion test. The insulin pump was unable to prime during prime test due to moisture damage on force sensor. The insulin pump was unable to perform excessive no delivery test and occlusion test due to prime/fill anomaly. The motor was tested outside the insulin pump and passed. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners, broken belt clip slot and cracked reservoir tube.